Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of distal colon/ creating rectal stamp in a laparoscopic low anterior resection, surgeon was able to press the green button and squeeze the handle but the device was not able to fire. The stapler engaged on the tissue but the trigger was initially very hard and got loosen with crack sound. The surgeon tried to re-engage the stapler several times that extended the surgery time by 30 minutes or more. Surgeon used stapler and reloads of another make to resolve the issue.